Event description:
It was reported that the infusion set was leaking at the headset.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.